Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged the patient experienced a blood glucose of less than or equal to 70mg/dl, with severe dizziness, and unsteadiness when standing and walking, associated with a time and date issue. Reportedly, the patient remained on the pump, and took glucose tablets and orange juice to correct the low blood glucose level. During troubleshooting with customer technical support, it was revealed the patient woke up to a low blood glucose alarm. The time on the pump was correct but the date was incorrect. The pump was rebooted and the incorrect date did not change. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.